Manufacturer narrative:
Initial.

Event description:
It was reported that a patient using the ilet experienced a low blood glucose of 59 mg/dl during the night, treated with oral glucose, after which blood glucose rose to 204 mg/dl. The patient believed they overtreated while adapting to the ilet, representing a usage issue rather than a device malfunction. No adverse clinical symptoms associated with hypoglycemia followed by hyperglycemia reported. Outcomes included the need for medication treatment with oral glucose. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no device problem, and a usage problem was identified related to an improper or incorrect method, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.